Event description:
The customer's mother reported via phone call that the customer received the motor error alarm on the insulin pump while filling the cannula. The customer's blood glucose was 309 mg/dl. The customer's mother was unaware of any significant events leading to the alarm. While troubleshooting, the customer's mother stated that the customer had received the motor position encoder error alarm as well. The customer's mother was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis. The customer's mother declined troubleshooting for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. The insulin pump had minor scratches on the display window.